Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, after surgery iol was found cloudy and the lens was still remained in the patient's eye. Additional information has been received stating that the iol surface appeared to be patchy however it didn't affect vision.